Manufacturer narrative:
(B)(4). D10. Cmn femoral nail, ccd 125â°, left, ã¸ 10 mm, 42 cm item# 47249342110 lot# 3046440. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47248405250 lot# 65138807. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial left femoral nailing due to a cancer-related pathological femur fracture. Once released from restrictions and x-rays confirmed bone bridging, patient stated he lifted his leg into bed and felt pain. In the days following, the pain and difficulty walking increased, and the patient required a cane for support. X-rays revealed a fracture of the femoral nail at the level of the sliding screw and broken distal locking screw. The patient was revised approximately 6 months post implantation due to due to nonunion of the previous pathological fracture. During the revision, the surgeon attempted to remove the broken screw but was able to retrieve only half, leaving the remaining piece in the patient. All other implants were removed without complication. A new nail and screws were implanted, and cement was applied the femoral bone defect, secured by a cerclage cable. During this time, the patient was still undergoing chemotherapy treatments for cancer. After the revision surgery, he has had no further complications. He is back to walking and does not require a cane as the bone has healed. Patient is also now cancer free and no longer requires chemotherapy. Diligence is completed and no further information on the reported event has been provided.